Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture evident behind display lens. Due to internal moisture damage, the pump powers with vibration only, no audible tone and a blank display. The battery cap is unable to fully tighten. Battery cap threads intact. A battery compartment crack observed from thread area to case seal. No evidence of moisture contamination inside battery compartment. Investigators were unable to complete download. A leak test shows leak at battery compartment crack. Removed pump case and there was evidence of moisture contamination throughout inside of pump (on power pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.